Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. A review of the device logs revealed a drain volume that meet the iipv (increased intra-peritoneal volume) criteria. The pal evaluated the device. With reference to the iipv decision tree, the probable cause for the iipv found in the logs was determined to be insufficient drain, tidal uf removal set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipvs. The device met specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of the device, an issue of an increased intraperitoneal volume (iipv) event was found in the therapy logs: occurrence date (B)(6) 2010, cycle 5, drain volume of 4157 milliliters (ml). On 25 feb 2011, product surveillance spoke with the home patient (hp) who stated he does not recall any large drain volumes. The hp stated he has had no symptoms of overfill and further confirmed he was doing fine with therapy.